Manufacturer narrative:
Upon follow up the pd nurse reported the cause of the peritonitis was unknown and the patient had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the event were not reported. On an unreported date, the patient was hospitalized for the peritonitis. No further information was provided regarding whether pd therapy was ongoing. No additional information is available.